Event description:
Plaintiff alleges the development of latex allergy related to the use, wear and exposure to latex gloves and could no longer perform her usual duties and services as a registered nurse. Further alleges suffering from emotional stress and fear due to the increased likelihood of future reactions to latex products and due to the prospect of having to pursue alternative career choices.